Event description:
It was reported that bd maxguard extension set was damaged the following information was received by the initial reporter with the following verbatim. It was reported by the customer that the tubing broke off at IV access of patient.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of "tubing broke off at IV access of patient" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material me2010 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.